Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported poor communication with and without the antenna. The caller was sent a replacement patient programmer and told to contact their healthcare provider if this didn't resolve the issue. The patient mentioned they were never really told how to use the patient programmer. It was suggested the patient call back after they got the new patient programmer for assistance. The patient reported they had not gotten good therapeutic results from their stimulator. When the patient was asked to clarify when they began having issues with symptoms/therapy they replied a week ago. The patient confirmed they were referring to the symptom control/return of symptoms. The patient stated they would have to make adjustments several times per day because they would experience urgency. The patient realized they weren't feeling stimulation around the same time they noticed a return of symptoms. The again reported both a loss of stimulation and return of symptoms were about a week prior to report. The patient stated a few days after the loss of stimulation and return of symptoms they noticed an uncomfortable sensation in the vaginal area. The patient described it as if there was a tampon inside them. No actions were taken on the call due to poor communication on the patient programmer. Caller was redirected to their healthcare provider to address their symptom concerns. The patient called back. They reported they could not get their stimulator to turn on still after getting the replacement. They were advised to try with and without the antenna and they were still unable to connect. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient wanted assistance on how to use the programmer and reported uncomfortable stimulation. During the call patient services was able to help educate the patient on how to use the programmer, sync it with the ins and it showed that they were on program 3 at 4.1v and the stimulation was on. The patient lowered it to 4.0v and stated that it helped with the discomfort. Patient services noted that the call was then disconnected before more information could be gathered. Prior to the disconnection the patient also mentioned they had the device reprogrammed because it was not providing them relief. Patient services attempted to call the patient back but they could not get a hold of the patient and left a voicemail message for patient to call them back. The patient called back and reported that lowering stimulation helped with the discomfort. Patient services walked the patient through to switch to program 4 at 1.5v where the patient reported feeling comfortable stimulation. Therapy considerations were reviewed with the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.